Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that during surgery, the laser probe would not give the full power nor burn the area. An alternate probe was used to complete the case. There was no harm to the pt.